Event description:
Account reported that four pt magnesium results were high and repeated much lower. The incorrect results were not used to guide therapy. The field svc rep found there was excessive carryover and repaired the instrument by replacing the probes.